Event description:
The user suddenly was no longer able to hear with the device. There was no report of any trauma or similar events. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. In addition, in situ measurements show three channels with high impedance, due to undetermined reasons, being one of these deactivated reportedly due to too high stimulation level when compared to neighbouring channels. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suddenly was not able to hear with the device. There was no report of any trauma or similar events. The user was re-implanted with a new device. Despite requested, the concerned device could not yet be made available for investigation.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, in situ measurements show three channels with high impedance, due to undetermined reasons, being one of these deactivated reportedly due to too high stimulation level when compared to neighbors channels. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A e-mail was received by clinical support which stated that the device was explanted. This complaint was opened and the crf, telemetry history, and additional information has been requested. The e-mail stated the user suddenly was not able to hear with the device. There was no report of any trauma or similar events.